Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that on the day that this implantable cardioverter defibrillator (ICD) was implanted, noise was observed on the right ventricular channel. The noise and oversensing were able to be reproduced with isometrics. It was suspected that the noise was due to air bubbles. There were no additional episodes of noise reported after this instance. No adverse patient effects were reported. The ICD remains in service.